Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, a 3.5x18mm xience v stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. In (B)(6) of 2015, the patient started experiencing stable chest pain. In (B)(6) of 2016, the patient was hospitalized for this stable chest pain. Medication was provided. The patient was discharged from the hospital in (B)(6) of 2016 and the event resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the proximal region of the 3.5x18mm xience v stent contained 40% stenosis. No thrombus was noted, but there was intimal hyperplasia. There was no additional information provided.